Event description:
A report was received that the patient's precision system was explanted due to the patient's skin had eroded where the lead anchor was placed. The patient was hospitalized for 2 days and treated with IV antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.